Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized due to hyperglycemia on (B)(6) 2024 due to detachment of tubing from infusion set. The blood glucose level was 580 mg/dl at the time of event and patient got treated with intravenous fluids of saline and insulin, shots. During hospitalization the patient was tested for ketones and were found to be life threatening. The patient was released after 5 days of hospitalization. No further information was available.